Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Corrected data: g3 - should be corrected to 07/oct/2020 in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
Additional data: b1 - change from product problem to adverse event. B2 - required intervention to prevent permanent impairment /damage. B5 - lens removed and exchanged with 13.2mm, vticm5_13.2, -12.00/2.5/089 (sphere/cylinder/axis) lens on (B)(6) 2020. This resolved the problem. Reportedly, "patient is super happy." Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.50/2.5/180 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. A lens calculations error occurred when the surgeon entered a positive cylinder number instead of a minus cylinder number. Lens remains implanted. Reportedly, "new lens ordered." Cause of the event is reported as user error.